Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was uncomfortable stimulation with increased pain. The patient was not using the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the device was reprogrammed on (B)(6) 2017. The outcome was reported as resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported a clinical diagnosis of increased pain. The patient complained of worsening pain during use of the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was uncomfortable stimulation with increased pain. The patient was not using the stimulator. (B)(6) 2017 clinical update x3 (sdy, hcp, con): additional information received from the hcp of the clinical study reported the therapy was suspended on (B)(6) 2014 and the uncomfortable stimulation with increased pain resolved without sequelae on (B)(6) 2015. The patient attempted using stim on (B)(6) 2015 and the therapy was later suspended on (B)(6) 2015. The patient complained of the stim making the pain flare worse and zero percent use. There was uncomfortable stimulation. The patient attempted using stim on (B)(6) 2016 and event resolved without sequelae on (B)(6) 2016. It was further reported the patient was not using the stim. (B)(6) 2017 clinical update (hcp, sdy, con): additional information from the healthcare professional of the clinical study reported a clinical diagnosis of increased pain. The patient complained of worsening pain during use of the stimulation. (B)(6) 2017 clinical interface update x2 (sdy, hcp): additional information was received from the health care provider (hcp) of a clinical study reporting that the device was reprogrammed on (B)(6) 2017. The outcome was reported as resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated. (B)(6) 2017 e1 (sdy, hcp): additional information received reported the cause of the uncomfortable stimulation was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional for a clinical study reported a device diagnosis of uncomfortable stimulation with increased pain. The patient complained of uncomfortable stimulation with increased pain on (B)(6) 2014. The stimulation had to be turned off when the pain increased. It was due to the programming and possibly related to the device or therapy. The most recent interrogation prior to the event was on (B)(6) 2014. No action was taken and the event was ongoing. However, the healthcare professional for a clinical study later reported a device diagnosis of uncomfortable stimulation. The patient complained the stimulation made it worse and zero percent use. The event occurred on (B)(6) 2015. It was due to programming and related to the device or therapy. The final programming date for the most recent interrogation prior to the event was (B)(6) 2015. The patient was not using the stimulation due to increased pain. The event was noted to have resolved without sequelae on (B)(6) 2015. Though, the patient attempted using stimulation on (B)(6) 2016. It was later reported the patient was not using the stimulation and the therapy was suspended on (B)(6) 2016 due to increased pain with use. It was not due to programming and possibly related to the device or therapy. The most recent interrogation prior to the event was on (B)(6) 2015. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the entire system was explanted and not replaced. The outcome of the event was noted to have been resolved without sequelae as of (B)(6)2018. No further complications were reported/anticipated.

Event description:
Additional information received from the hcp of the clinical study reported the therapy was suspended on (B)(6) 2014 and the uncomfortable stimulation with increased pain resolved without sequelae on (B)(6) 2015. The patient attempted using stim on (B)(6) 2015 and the therapy was later suspended on (B)(6) 2015. The patient complained of the stim making the pain flare worse and zero percent use. There was uncomfortable stimulation. The patient attempted using stim on (B)(6) 2016 and event resolved without sequelae on (B)(6) 2016. It was further reported the patient was not using the stim.